Event description:
Customer reported via phone call to have received a weak battery alert. Customer also reported that insulin squirt out when priming. Customer's blood glucose was 309 mg/dl. Customer would call back to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.